Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1197914. Medical device expiration date: 2026-07-31. Device manufacture date: 2021-07-16. Medical device lot #: 1208484. Medical device expiration date: 2026-08-31. Device manufacture date: 2021-07-27. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism, painful venipuncture, and a blunt needle point with the incident lots was not observed. Additionally, twenty-five (25) retention samples from each lot were evaluated by functional testing and ten (10) retention samples from each lot were subjected to visual evaluation. The results of the functional testing and visual evaluation did not confirm this complaint as all samples were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was i.v shields and/or protective cap comes after recapping the needle. The following information was provided by the initial reporter. The customer stated: "the recapping is not going well after sampling."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 9617032-2023-00022 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction. The reported failure of a protective shield falling off the device was misinterpreted. The customer was reporting the closure of the blood collection tube falling off which was correctly reported under MFR report # 9617032-2023-00015.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was i.v shields and/or protective cap comes after recapping the needle. The following information was provided by the initial reporter. The customer stated: "the recapping is not going well after sampling."